Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: blood tubing was not recognized by the pump tried 2 cassettes and 2 pump had to improperly load the cassette for the IV pump to recognize tubing. Kept giving error prior. Had to spike blood twice. No patient harm. Nurse reported: noted that the gold foil was damaged or missing from the tubing cassette. The nurse also attempted two tubing sets during the blood administration and two IV pumps. Both tubing sets were having the same issue and warning when loading into the IV pump saying it was misloaded. The nurse had to load it with the flow dial open. Nurse have since done more blood administration and have run in the same issue. But looking at the gold foil for all tubing sets it was present and did not appear damaged. A preliminary review of the logs identified the following issue: set not recognized. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.